Manufacturer narrative:
Analysis of the sutureless connector found there to be tears/coring in the cup of the connector; however, no leaking was found. The body of the catheter was not returned. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly.

Event description:
The patient experienced an increase in pain; a catheter issue was suspected and roller and dye studies were to be conducted. The pump contained morphine 10mg/ml. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted: (B)(6) 2009. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).

Event description:
The patient experienced a lack of pain control. The pump was reprogrammed ms 10.0 mg/ml simple continuous at 1.2 mg/day. The low r eservoir alarm date was (B)(6) 2013. After surgical evaluation, the patient was placed in "snf". Surgeon said op surgery was needed. The patient died in snf. It was noted that it was unknown whether the issue was related to the pump, catheter, or drug effects.